Manufacturer narrative:
The device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and selftest. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly. No unexpected error 130 alarm during testing however, the formatted history file confirmed pump error 130. The motor was tested outside the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer was able to rewind the insulin pump. The customer was assisted with displacement test and it passed. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.